Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. Despite troubleshooting the issue persisted and customer reverted to an alternate method of insulin therapy. In addition, it was reported that the an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. The customer's blood glucose (bg) was displayed as "high"; although specific value was not provided. Customer administered a correction injection to address the bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.